Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken display screen. The display was out of electrical specification and the display flex was creased. Analysis also noted that the lower case was broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken screen. The epg was returned for service. There was no patient involvement.